Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2021. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector was defective. The defect was further described as a leak between the connection of the tubing and the connector (at the junction of the tubing and the connector). This issue was identified while in use on an adult patient for an IV (intravenous) antibiotic infusion. As a result, the extension set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 12, 2020 - july 13, 2020. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the location on the set of the leak was from between the connection of the tubing and the male luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.